Manufacturer narrative:
Unit received with a blank display anomaly due to cracked lcd glass. Unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to partial display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's display was broken. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.